Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition was confirmed. The assignable root cause was determined to be due to immersion due to improper cleaning of the device. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the battery reamer/drill device was frozen. During an in-house engineering evaluation, it was observed that the there was corrosion on the contacts, trigger was jammed, device was frozen but broke free, failed cannulation, and safety disc was missing from contact. It was further determined that the wires on electronic control unit were damaged, electric motor was damaged, there was extreme corrosion on components, bearings and o-rings were damaged and the transmission shaft was worn. It was not reported if the device was used in surgery, or if there was patient involvement reported. It was not reported if there were any delays in a scheduled surgical procedure or if a spare device was available for use. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly